Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead was exhibiting elevated thresholds and no capture. A revision procedure was performed and the lead was found to have dislodged. The lead was successfully repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.